Event description:
Reportedly, it was observed that the subject pacemaker reached recommended replacement time (rrt) while interrogated on (B)(6) 2015 (battery impedance was at 20 kohm). However, at penultimate follow up in (B)(6) 2014, the battery impedance was at 3.85 kohm and time to rrt was 28 months. In addition, battery curve showed a sharp increase in kohm after last check 6 months ago. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, it was observed that the subject pacemaker reached recommended replacement time (rrt) while interrogated on (B)(6) 2015 (battery impedance was at 20 kohm). However, at penultimate follow up in (B)(6) 2014, the battery impedance was at 3.85 kohm and time to rrt was 28 months. In addition, battery curve showed a sharp increase in kohm after last check 6 months ago. The device was explanted and will be returned for analysis.

Event description:
Reportedly, it was observed that the subject pacemaker reached recommended replacement time (rrt) while interrogated on (B)(6) 2015 (battery impedance was at 20 kohm). However, at penultimate follow up in (B)(6) 2014, the battery impedance was at 3.85 kohm and time to rrt was 28 months. In addition, battery curve showed a sharp increase in kohm after last check 6 months ago. The device was explanted and will be returned for analysis.